Event description:
It was reported 25 g x 1 in. Eclipse needle smartslip safety cap broke from the needle and could not be placed back on. The following information was provided by the initial reporter: "pink safety cap fell off needle while immunizing client. Unable to cover used needle."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2102001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team was unable to complete a through sample analysis. Per the limited investigation results, an exact cause could not be determined for this reported event. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 25 g x 1 in. Eclipse needle smartslip safety cap broke from the needle and could not be placed back on. The following information was provided by the initial reporter: "pink safety cap fell off needle while immunizing client. Unable to cover used needle."